Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 9 yrs postop the initial rtka, this (B)(6) y/o male patient returned complaining of knee pain and stiffness. A debridement and poly swap were scheduled and performed. The patient had returned to his surgeon a number of times over the last decade with stiffness and slight pain. A number of things were done to alienate the issue including a scope and it was decided to do an open debridement and poly swap. Patient had a slight flexibility contracture, and the same size 9mm psc insert was replaced. Patient was last known to be in stable condition following the event. Devices will not return due to facility policy. Insert was in very good condition for the duration of use by a large young active patient. Surgeon was happy with outcome and availability of a 1mm upsize if he needed.